Event description:
Reporter alleged blood glucose measured 505 mg/dl back to back with a result of 170 mg/dl. It was stated when customer went into the actual meter memory, the results were 503 mg/dl at 9:03 am back to back with a reading of 189 mg/dl at 9:07 am. No actions were taken or treatment resulted was reported. A request was made for the return of the suspect device and replacement product was sent.